Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2018, explant date, as no event date was reported. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e0123 captures the reportable event of nerve damage.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted into the patient during a procedure performed on (B)(6) 2014. After implantation, the mesh helped with the incontinence quite well, but the patient could no longer cross her legs or raise her right leg as high as before. The patient indicated that after approximately a year, there was recurring incontinence and occasional pain in the groin. It was also alleged that the patient experienced nerve damage and numbness. The mesh was surgically removed on (B)(6) 2018.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted into the patient during a procedure performed. After implantation, the mesh helped with the incontinence quite well, but the patient could no longer cross her legs or raise her right leg as high as before. After a year or so, the patient started small weeing again and had occasional pain in the groin. The mesh was surgically removed on (B)(6) 2018. Additional information received on april 11, 2024: information was received that this event is a duplicate. See MFR. Report #3005099803-2018-60683.

Manufacturer narrative:
The exact patient's weight is 13.2 kg. Date of event: date of event was approximated to november 3, 2018, explant date, as no event date was reported. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e0123 captures the reportable event of nerve damage. Block h11: block b5 has been updated based on the additional information received on april 11, 2024.